Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2146665 was satisfactory per internal procedures. Formulation, filling, labeling, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2146665 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention tubes. All 100/100 retention tubes had properly legible affixed labels and scannable barcode labels three photos were received to assist with the investigation: the first and second photos show four tubes from batch 2146665. The labels appear to have been positioned out of place. The labels also appear to be lifting off the tubes. The last photo shows four tubes from batch 2146665. Two tubes are missing labels, one tube the label appears to be folded, and the scannable barcode on one tube appears to be peeling off the tube. No returns were received to assist with the investigation. The complaint can be confirmed based on the evidence provided from the photos received. Bd will continue to trend complaints for labeling.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml no label information. The following information was provided by the initial reporter: sticker crinkle (2146665), no label.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml no label information. The following information was provided by the initial reporter: : sticker crinkle (2146665), no label.